Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a dorsal height adjuster was damaged while being used to remove a screw during surgery. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: na. Additional information: the returned revision tool was examined and found to have material deformation in the hex pocket. The cause can likely be attributed to the device having heavily integrated with the body. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a dorsal height adjuster was damaged while being used to remove a screw during surgery. There were no reported patient impacts associated with this event.